Manufacturer narrative:
H3: product analysis stated visually, a stylette was inserted through the proximal end of the device when returned and was altering the shape of the tube ¿ the stylette was removed for further analysis. Functionally, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) was observed. The cuff and pilot balloons were manipulated, and no leaks were observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure in nim emg tube during the pre-inflation before the surgery, it was found that after the cuff was inflated, the small airbag at the back leaked air and could not be used normally. It was further stated 5ml of air was used to inflate the balloon and no evidence of airway tubing kinking or obstruction. There was no patient involvement.